Manufacturer narrative:
(B)(4). A review of manufacturing records was performed. No issues related to the reported complaint were identified. The devices conformed to specification when released to stock.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
It was reported that the revision surgery of the abdominal catheter was performed on (B)(6) 2017. The sales force scheduled an interview the surgeon on (B)(6) 2017 and will collect more detail. No further information was provided by the hospital. The reported valve was implanted to a patient via vp-shunt on (B)(6) 2017 (initial setting is unknown). The patient¿s condition was stable for a while after the implantation surgery. However, suddenly the patient noticed that the ascites was increased in the abdomen, so that the patient visited the hospital on early (B)(6) 2017. On (B)(6) 2017, the revision surgery was performed under full anesthesia. The surgeon noticed that all portion of the abdominal catheter was discharged to the upper portion of the rectus abdominis muscles, and it was in a state of spinning round. Then, the surgeon tried to carefully reinsert the previously-inserted abdominal catheter in the peritoneum. The valve was not replaced, and the surgery was completed successfully. The patient is around (B)(6) years old, female, and her initial is (B)(6). Her primary disease is sah, and her condition is getting better as of (B)(6) 2017. No further information was provided by the hospital. Presumed lot #s: ctlbzc or ctlcgy or cvbbbd or cvdbkt or 117303. (B)(4) 2017 per affiliate, lot number is 117303.